Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on 15-feb-2016 from a healthcare professional (hcp) and it was reported that the patient¿s swelling at the lumbar site had continued after the prior revision (see manufacturer¿s report # 3004209178-2015-14610) and on (B)(6) 2016 the catheter was replaced. On 19-feb-2016 additional information was received from an hcp and it was reported that they did not have the op (operating) notes so were unable to provide an answer regarding what caused the fluid collection. The catheter was revised; not replaced. With regards to the resolution of the swelling, the patient was still in the post-op time frame and had not been reassessed yet.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) and manufacturer representative regarding a patient who was receiving prialt via intrathecal drug delivery pump. The indications for use of the pump were non-malignant pain and post-lumbar laminectomy syndrome. It was reported that the patient developed a fluid collection at the spinal incision site with an onset date of approximately (B)(6) 2015. The patient was assessed by the surgeon and admitted. The patient was to undergo a CT in the hospital and had additional surgery on (B)(6) 2015. On (B)(6) 2015, it was reported that the managing physicians stated that the prialt was being changed to preservative-free normal saline solution, and the patient was being sent to a neurosurgeon for evaluation/removal. At that time, there was no patient injury. It was indicated that the catheter was being replaced on (B)(6) 2016.